Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Prior to calling tandem technical support, the infusion set site was changed. Blood glucose ranged from 246-450 mg/dl. As tandem technical support (cts) was not contacted at the time of the event, a cause could not be determined.